Event description:
It is reported that the device was implanted in 2005. Revision surgery occurred in 2008, due to loosening.

Manufacturer narrative:
Evaluation summary: the tibial component was not returned and is not available for evaluation. Also, post-op x-rays were not available for review. Cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification.